Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rep told the patient it might have been an electrical spike.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a mouth surgery performed on (B)(6) and they just went to turn the device on, as they had to turn both devices off for the surgery. Emi environmental exposure was reported. A por was reported. Por was successfully cleared. Therapy was turned back on. Troubleshooting resolved reported issue. No further complications were reported/anticipated.